Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found the distal tip of the indigo system aspiration catheter 8 (cat8) became separated while being flushed. The damage to the cat8 was found prior to use; therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
Results: the returned cat8 was damaged at the distal tip. Conclusions: evaluation of the returned cat8 confirmed a damaged distal tip. If the packaging mandrel becomes loose from the packaging card during retraction of the device from its packaging, the packaging mandrel may pin the cat8 between the packaging mandrel and the packaging tube. If the device is subsequently forcefully retracted while pinned, a damaged distal tip may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.